Event description:
The hosp reported that during a robotic maze procedure, while positioning of the device, bleeding was noticed from the aorta. It was believed that during the positioning, the aorta was "nicked". The pt crashed. The doctor opened up the pt and was put on heart-lung machine. Pt stabilized. The doctor sutured the nick and the ablation procedure was completed with a competitive device. The nurse stated that the nick was made by the robotic grasper and not the flex 10 device. The pt is reported to be doing fine. No malfunction was reported. This report is being submitted for the nick that occurred because of the serious injury caused by the robotic grasper and not due to device malfunction.